Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2012. The fse inspected the instrument and found that the probe of the instrument had been leaking. The fse found that the dual diluent filters were clogged and the vacuum trap of the instrument was full. The fse replaced the diluent filters and the leak was fixed. The fse also changed the vacuum chamber and the air filter as a precaution. The repairs were verified per established procedures. The cause of the leak was that the dual diluent filters were clogged. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak inside the coulter act diff 2 analyzer. The volume of the leak was about a drop and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No one came in contact with the fluid. Medical attention was not sought. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. No erroneous results were generated in connection to the event. There was no death, injury or change to patient treatment.